Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. The device was functionally tested with a generator. During functional testing on gen11, tighten assembly screen was received and when tested with gen04, an error code 5 was displayed. A probable cause of the device to stop activating and displaying an error code 5 or tighten assembly error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during laparoscopic cholecystectomy procedure the surgeon was using the device and the generator detected a blade error. When the surgeon removed the device the jaw of the active blade broke off outside the patient. They had torqued the device two times prior to this happening before they had used the device a second time. No consequence was reported to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.